Manufacturer narrative:
Unit had no button response due to flattened dome switches (no crease) at all buttons. During visual inspection, the j2 keypad connector on lcd/b was found locked. Unable to perform the complete the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test or perform the bolus wizard testing due to no button response. Unable to test for lost sensor alarm or verify history anomaly and time/clock anomaly due to no button response. Unit had minor scratched display window and a small crack on the reservoir tube lip.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and wanted to verify that the insulin pump was functioning properly. Blood glucose level at the time of the incident was 431 mg/dl, which was treated with the insulin pump. Blood glucose level at the time of the call was 418 mg/dl. The customer also mentioned a recent hospitalization, but had not been wearing the insulin pump for greater than 48 hours. During troubleshooting, the insulin pump recorded an incorrect date for bolus delivery. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.